Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The finished good lot specific to this event is not known; therefore, lot history and DHR (device history record) review was not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. No further info is expected for this case. (B)(4).

Event description:
A doctor reported that an unexpected thermal burn occurred when the bipolar forceps were used with another company's console for plastic surgery. The forceps had been used for ten cases including this case. No further info is expected for this case.